Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient noticed pain at the ipg site especially when sitting down. In addition to this issue, the patient is feeling a shocking sensation (related manufacturer reference number: 1627487-2019-08893 & 1627487-2019-08894). As a result, the patient may undergo surgical intervention.